Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced hyperglycemia and was dizzy. The cgm was reading 198 mg/dl and the blood glucose reading was 521 mg/dl. The patient was taken to the hospital, admitted to the intensive care unit (ICU) and treated with saline solution, potassium (unknown units) and the insulin novo rapid (unknown units). The patient was at the hospital for a total of 3 days (1 day in the ICU). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.